Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 514mg/dl. The customer stated that she had chest pains and had other health issues that compound her diabetes. The customer was treated with IV drip and released two days later. The customer believed that the insulin pump did not cause her high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.